Event description:
Retained foreign object. Medtronic rfid ray-tec sponge cylinder was retained in a patient's abdomen during a robotic surgery. The cylinder became dislodged from the ray-tec during the case. The rfid scanner detected the presence of the cylinder despite correct sponge count. Xray was used to identify the item. Patient required a second surgery to have the cylinder removed. Place and date of purchase: name: (B)(6), country: united states.